Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Hybrid analysis revealed that the device never set eri/rrt while implanted. Review of save to disk data showed that the device had multiple magnet detects between 29 july 2025 and 03 aug. 2025 while the device was still implanted. Verified that while the device did detect when a magnet was applied; the device did not emit any tones. No visual hybrid anomalies were observed. Additional hybrid analysis at the product analysis lab in tempe revealed that the patient alert not toning with magnet application was confirmed and found to be a nominal condition set in firmware by final functional test. The patient alert was programmed on and the device was monitored for a week. The device regularly alerted for out of range lead impedance but no magnet detects were noted. X-ray inspection was performed and no anomalies were noted on the hall sensor ic or other areas of the hybrid. No hybrid anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been alerting for magnet exposure, twenty plus times per day per the patient, which was very bothersome for the patient. A magnet source in the vicinity of the patient could not be identified. The patient wanted the device removed due to the toning and the device site getting hot at night. It was further reported that the ICD continued to beep on multiple occasions, and it was noted that there could be a magnet issue. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.